Event description:
Customer alleged the joystick is in drive lockout when the chair is in the upright/seated position - main harness has been damaged and causing chair to always be in drive lockout. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1143190 rev k (mar-11)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges malfunction; the chairs joystick is allegedly in drive lockout when the chair is in the upright/seated position. The dealer noted that the main harness has been damaged and causing chair to always be in drive lockout. A quote (#(B)(4)) was made for the repair of the chair. The issue was resolved by the dealer; the chair was repaired by replacing the actuator, the mercury switch and the harness. No injury alleged.